Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently programmed her new insulin pump and her blood glucose increased to 429 mg/dl. The customer experienced a headache and slight difficulty breathing. She has not yet treated for her blood glucose since she was at work. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The insulin pump basal rates were programmed inaccurately, and she was assisted with correcting the programming. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.